Manufacturer narrative:
The probe was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during the receipt inspection there was fluid draining from the radial probe. The probe had not been used in a procedure. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Liquid leaking from the distal end was confirmed by the repair department, though no damage was found. Based on the results of the investigation, the cause is unable to be determined. If additional information is obtained at a later date, a supplemental report will be submitted. Prevention of damage is addressed in the instructions for use (IFU)" "ultrasonic probe um-s20-17s. Chapter 4 operation: 4.1 insertion: insertion of the ultrasonic probe through an endoscope do not advance or extend the probe abruptly from the endoscope¿s distal end. This could result in injury. 4.3 withdrawal: withdrawing from the endoscope do not withdraw the ultrasonic probe from the endoscope quickly. Blood, mucous, or other patient debris could spray, posing an infection-control risk. ¿ when withdrawing the ultrasonic probe, always set the endoscopic ultrasound system to the freeze mode. Withdrawing when the ultrasonic probe is rotating may damage the probe. ¿ when using a gastrointestinal endoscope with a forceps elevator, always lower the forceps elevator before withdrawing the ultrasonic probe. Withdrawing the ultrasonic probe with the forceps elevator raised may damage the ultrasonic probe." Olympus will continue to monitor the field performance of this device.